Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary: one sample and two photos received by our quality team for investigation. For the broken cannula defect, through the pictures only a syringe can be seen inside its primary packaging (blister) and the physical sample provided by the client, the damage is not shown, so the defect is not confirmed. However, according to the physical analysis carried out on the sample, it is observed that the shield presents physical damage at the height of the hub, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported needle of the bd¿ syringe with needle was found broken in the packaging. The following information was provided by the initial reporter, translated from spanish: "the needle of the syringe appears broken."

Event description:
It was reported needle of the bd¿ syringe with needle was found broken in the packaging. The following information was provided by the initial reporter, translated from spanish: "the needle of the syringe appears broken."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.